Event description:
It was reported by a non-medical professional that on the patient underwent a procedure for anterior cervical fusion at c4-c5 using rhbmp-2. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent anterior cervical decompression and fusion, with instrumentation and placement of interbody peek graft, c4-5. Preoperative diagnosis: c4-5 herniated nucleus pulposus. Per-op notes: ¿until a nerve hook could be easily passed along the course of each nerve root. The interspace was sized to a 6-mm graft, and a 6-mm polyether-ether-ketone graft was filled with bone morphogenetic protein sponges and placed in the disk interspace. A anterior cervical plate was affixed to the anterior cervical spine with 13-mm fixed angle screws in accordance with the technique manual.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.